Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a insertion and distal end deformation. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device was sent back to olympus for further evaluation and repair. Updated fields: d8, d9, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: there are many depressions in the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there are many depressions in the insertion part. This event is caused by a component failure of the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.